Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that all users were failed to login to the station with error "unable to authenticate". The technical support specialist (tss) mentioned that the customer tried to log in to the server webpage, but it did not work and showed the error "cannot proceed on this webpage" followed by an asterisk, with no option to click "more" or "proceed." The customer provided a sample station, cc-meda, where a user had attempted to log in hours. After a brief disconnection, the tss called back, and the customer confirmed users could log in to station. The tss advised keeping the case open for 24 hours for monitoring. The customer agreed to close the case if no further issues occurred. Issue resolved. The system functioned as intended technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all users are not able to login to the stations. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all users are not able to login to the stations. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.